Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the pt had his spectra malleable penile device removed and replaced with an inflatable penile prosthesis because of pt dissatisfaction. Reason clarification was requested by ams but not provided.